Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that on (B)(6) 2008 the patient underwent a gynecological procedure to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion of the mesh the patient experienced pain, erosion, infection, urinary problems, organ perforation, dyspareunia, and vaginal scarring. It was further reported that on (B)(6) 2008 the patient underwent excision of eroded mesh and granulation tissue. (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient had a concurrent procedure of a mesh, excision of vaginal granulation tissue/scar tissue/ suspension sutures, cystoscopy and hydrodistention performed during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh revision on. Reporting from (B)(6) 2008 surgical assessment; ¿I saw no actual mesh, there was dense scar tissue surrounding the area of the granulation tissue,¿ ¿there were no other areas of obvious mesh erosion.¿ it was reported that the patient underwent an excision of vaginal granulation tissue/suspension sutures, mesh, cystoscopy, and hydrodistention on (B)(6) 2008. It was reported that patient underwent mesh excision of granulation and suspension scar tissue, cystoscopy and hydrodistention due to erosion on (B)(6) 2008. On (B)(6) 2008 the patient underwent excision of small amount of suspension mesh/ and residual granulation tissue was excised and fulgurated. It was reported that patient underwent mesh removal on (B)(6) 2008 due to erosion and granulation tissue. It was reported that patient underwent an excision of eroded mesh and granulation tissue on (B)(6) 2008. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It has been reported that following insertion the patient experienced frequency, urgency and urinary incontinence.

Manufacturer narrative:
Date sent to the FDA: 11/18/2016. Additional information: other relevant history, model #/lot #, recall, device manufacture date. Corrected information: model #/lot #. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.